Event description:
It was reported that prior to an unknown procedure, the sterile package was broken before using. Changed to another one to complete the procedure.

Manufacturer narrative:
(B)(4). The complaint indicated that the sterile package was broken. Only the device, in bubble-wrap was returned. No packaging was returned for analysis so the complaint cannot be verified. The photograph supplied by the customer shows what appears to be a cut in the tyvek lid of the package. Analysis will be performed if the package becomes available. Complaint not confirmed. The packaging records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).